Manufacturer narrative:
Device logs shows the o2-in supply was removed from the system and the sweep dropped to zero. This is the expected behavior of the system. When o2-in supply is removed, the sweep drops to zero.

Event description:
User reported that sweep dropped to zero unexpectedly. There was no patient harm; however, this type of issue is considered reportable by spectrum medical.